Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer initially attempted standard troubleshooting steps with their own equipment, which did not resolve the issue; however, using a different wall adapter allowed the pump to begin charging. Technical support informed the caller about the temporary use of non-standard equipment and agreed to send a replacement tandem wall adapter via two-day shipping. No further assistance was required as the pump was functioning properly.